Manufacturer narrative:
Concomitant medical products: rlt231218/15267758, ceb231210a/15279548, hgb161207a/15225672. Patient medications include but are not limited to: unspecified blood pressure and cholesterol medications. (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: genetic connective tissue disease (e.g., marfans or ehlers-danlos syndromes). Additionally, the IFU specifies, adverse events that may occur and / or require intervention include, but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
On (B)(6) 2016, this patient underwent treatment for a right common iliac artery (rcia) aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. During the procedure a dissection of the rcia was reported and an additional gore® excluder® aaa endoprostheses was used to bridge the dissected portion. The patient's anatomy is believed to have caused or contributed to the dissection as the rcia was reported to have been very tortuous and friable. The patient suffered unknown blood loss but was not transfused as the patient's religious beliefs prohibited such treatment. Additionally, the condition and health of the patient's aortic vasculature indicated the patient may suffer from an undiagnosed connective tissue disorder. Additionally, on or about a month previous, the patient was reported to have undergone coil embolization of the left common iliac artery (lcia) in preparation for the treatment on the rcia aneurysm. At that time the patient suffered a dissection of the (lcia) due to the friability of the lcia which resulted in excessive blood loss. Due to the patient's religious faith which prohibited blood transfusions; the patient was not transfused. On (B)(6) 2016, the patient underwent a common femoral artery endarterectomy. The patient tolerated the procedure. On (B)(6) 2016, the patient underwent a femoral popliteal bypass and was reported to have suffered blood loss, but was not transfused. Later this same day the patient expired due to blood loss.